Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped attempting to recharge his ipg approximately three months ago because the battery gradually lost the ability to hold a charge. The patient's ipg no longer communicates with external devices. Follow up identified the patient's ipg was replaced with a new one on (B)(6) /2014. Effective stimulation therapy was reportedly restored postoperative.